Event description:
It was reported that the patient got out of box icon post recharging the week prior to the date of this report. The patient was using antenna locate feature for recharging. When the patient synched the device with patient programmer, it gave out of box icon. No diagnostics were performed. Using the implantable pulse generator locator feature, it was determined that it was "too much on the recharger." The representative interrogated the device with the programmer (8840) and the icon was cleared. It was noted that the patient never lost therapy. The patient was still using the device and she just used the recharger to turn the device on and off. The program was set where it felt comfortable for the patient, so the patient did not need to turn it up or down. Refer to manufacturer report # 3004209178-2012-09374

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger; product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).